Event description:
Rptr complains of 2 staple injections (life-threatening), bleeding irritable bowel syndrome, fibromyalgia, memory loss, bruises, nausea, severe pain, water retention, fibrocystic disease, rashes, chronic fatigue & arthritis.